Event description:
It was reported that cartridge change errors occurred with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. Patient switched to different cartridge batch, successfully completed cartridge change, and no pump evaluation or device return was requested, with no additional corrective actions documented.